Manufacturer narrative:
Findings: pump received with no button response due to flattened all button dome switch (no crease) and no unlocked keypad connector. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak signal alarm and lost sensor alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump received weak and lost sensor alert. The customer¿s blood glucose level was unknown. The customer states that the minilink led blinked on and off when connected to the test plug. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.